Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the time and date did reset to the default settings following a reboot. During testing, the time and date reset following a reboot was duplicated. The pump case was removed, and the internal clock battery on the circuit board was found to be leaking. Unrelated to the complaint, the battery compartment was observed to be cracked. A leak test was performed and confirmed a battery compartment leak. Evidence of moisture ingress was found in the pump battery compartment, but not inside any other areas of the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (time/date issue). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.